Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9057759 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, leakage was observed between the tubing and the adapter assembly. Unfortunately, the damage responsible for the leakage could not be identified through the image provided. Our engineering and manufacturing team performed an inspection of the assembly process with the intention of finding a potential source for this issue, however, a source could not be found.

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 18 ga 1.00 in leaked. The following information was provided by the initial reporter: "after the successful use of winma puncture in the delivery room on (B)(6), it was found that there was a leakage at the joint part between the extension tube and the green y-shaped base during the fluid infusion, and the indwelling needle was immediately removed".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 18 ga 1.00 in leaked. The following information was provided by the initial reporter: "after the successful use of winma puncture in the delivery room on july 24th, it was found that there was a leakage at the joint part between the extension tube and the green y-shaped base during the fluid infusion, and the indwelling needle was immediately removed".